Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the reprocessing, the user could not connect the connecting tube to the air/water/instrument channel connector (gray) of the subject device because the air/water/instrument channel connector (gray) was broken up. The user used another device to complete the reprocessing. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject devices have been returned to omsc. Omsc checked the subject device and found that the reported phenomenon could not be duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that it is possible that the torque load increased because only one of the lock levers of the cleaning tube connected to the two-claw connector did not fit completely, and the connector became loose. It is also possible that the lock lever is tightly pinched due to the cleaning tube being left connected or the cleaning tube itself being deteriorated. If additional information becomes available, this report will be supplemented.